Event description:
A report was received that the patient was receiving inadequate stimulation. The patient underwent revision wherein the lead was replaced. During product analysis, it was found out that all the cables of the returned lead extension were completely broken at the ball seal contacts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-3138-25, serial/lot #:(B)(4), description: scs phiii ext 25cm. Model #: sc-2208-50, serial/lot #: (B)(4), description: st linear lead 50cm. Model #: sc-1110, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg) sc-3138-25 ((B)(4)). The complaint has been confirmed. Visual and x-ray inspection of the lead revealed that all of the cables were completely broken at the ball seal contacts. This condition lead to the extreme tension force applied on the cable wire while the connector stack is bent especially on high number contacts causing the cable to break. Sc-3138-25 ((B)(4)) the complaint was not verified. The lead passed all tests performed. Device exhibits normal device characteristics. Sc-2208-50 ((B)(4)) visual inspection revealed that the lead was cut from the proximal end. The damage to the device is consistent with damages during explant procedure and is not considered a failure. Sc-1110 ((B)(4)) device evaluation indicated that the ipg passed all tests performed. The device exhibits normal device characteristics.